Manufacturer narrative:
The reported complaint condition could not be duplicated.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console. He reported that the console was having an issue with "the a clamp" (ante valve) leaking. This report is being filed as a precautionary measure as additional details regarding the alleged leakage were not available. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for analysis.